Event description:
Additional information was received from the rep via email. Rep was asked "were there any external/environmental/patient factors that may have caused or contributed to the jolting/shocking at bank, increased stimulation on its own? If so, please describe." Rep responded normal positional change causing shocking is what rep believe happened. Reprogramming was done to help troubleshoot this issue. Rep thinks the cause is due to positional change. Actions/interventions taken to resolve the jolting/shocking was to avoid extreme positions. Rep has not heard from the patient in 3 weeks and feel this has been resolved. Information was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller reports patient was at a bank when he felt severely jolting/shocking sensation when patient was contorting himself where adaptive stim got confused when patient was arching and reaching back and low since patient was programmed high trough, that's when patient felt jolting sensation where as was not recognizing. Caller reports as did recognize all positions. Caller reports patient indicated two different occurrences where the patient programmer had increased stimulation on its own from 4ma to 6ma. Caller reports patient did not hit the increase or decrease stimulation button on the controller. Caller reports patient was upright position on both occurrences and no positional changes was seen or made when the programmed increased stimulation. Caller reports this happened after the bank incidence.